Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly unable to perceive loudness growth with the device. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's activation went well.

Manufacturer narrative:
The device passed the external visual and the photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.